Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If a product is returned in this case, a physical investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. Reporter phone #: +1(000)000-0000 was documented for FDA submission purposes. The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer reported 2 sensors: unknown, unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a customer reported "there was no reading after 3-5 days " and that they needed to use a new sensor. The customer did not report any symptoms. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.